Manufacturer narrative:
1/23/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a low anterior resection procedure, the instrument fired staples properly, however, the tissue was not cut. Additionally, the anvil did not tilt. The surgeon resected the tissue at the application site and completed the procedure with another device.